Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Frame near the tilt n space mechanism is broken. Missing a bracket on the right side of the back.